Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles from the device related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received and added to the report. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused bronchitis, difficulty breathing, headache, nausea, dry cough, dizzy,vomiting . The patient did not report receiving any medical intervention. The device was returned to the manufacturer's quality product investigation laboratory on (B)(6) 2023 for further evaluation. The device was evaluated on (B)(6) 2023. The manufacture inspected internally and externally observed that crack on the upper enclosure, white powder in and around the air inlet canal, dark dust/dirt around the iso port. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was sound abatement foam degradation through out the blower box. And there is a black tar-like substance, white powder, slight yellow discoloration in blower box. Section d1, d4, d8, d9, g4, h2, h3, h4 and h6 were updated.

Event description:
The manufacturer received a voluntary medwatch (mw5103208) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop bronchitis. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.